Event description:
The device was used during a lavh procedure. Reportedly, the staple line was incomplete. A small amount of tissue was cut resulting in a hemotoma. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.